Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported unintended movement, entrapment of device, and device damaged by another device (caused damage) were due to procedural circumstances. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 4. The first triclip xtw (41118r3036) was inserted, and grasping was performed. However, difficulties visualizing the septal leaflet occurred. The clip was deployed on the tricuspid valve. However, post deployment, the clip detached from the anterior leaflet and remained attached to the septal leaflet (single leaflet device attachment/slda). To stabilize the slda clip, a second triclip xtw (41118r2092) was inserted, and grasping was performed. However, difficulties visualizing the septal leaflet occurred. The clip was deployed on the tricuspid valve. However, after deployment, the clip tilted towards the lateral side. The clip partially detached from the septal leaflet and was fully attached to the anterior leaflet. (Partial clip movement). A third triclip xtw (41114r1039) was inserted and advanced to the valve. However, due to excessive steering with the third clip, the third clip was steered in the posterior commissure by accident, causing the second clip (41118r2092) to fully detach from the septal leaflet and remained fully attached to the anterior leaflet (single leaflet detachment/slda), and the third clip (41114r1039) became entangled in the posterior-septal commissure. Troubleshooting was performed to free the third clip from the posterior-septal commissure but was unable to be freed. Therefore, the clip was implanted where it was stuck, attached and stable on both leaflets. To stabilize the first and second clip, a fourth triclip (41114r1050) was inserted and successfully deployed and stable on both leaflets. The procedure was completed with four clips implanted, and the tr remained at a grade of 4. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.